Event description:
It was reported that the ilet charger was damaged, and a replacement charger was arranged after address verification. Customer care provided support that included review of the reported issue and logistical confirmation of replacement. Investigation of this case revealed damage or loss to the external charger, consistent with a nonfunctional or unavailable power accessory. No clinical symptoms reported during the event. Outcomes included replacement supplies shipped. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or loss of the external accessory.